Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing leads were undersensing. The leads were not implanted and another lead was used. No patient complications have been reported as a result of this event.